Manufacturer narrative:
H11 it was confirmed by the bench service engineer (bse) that the alarm noted was the low tidal volume alarm. This occurred even when appropriate settings are applied. H10 on (B)(6) 2023, the bench service engineer (bse) replaced the gas delivery system (gds) and set the device back to factory settings. The bse stated that the device passed all performance verification testing. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that the device alarmed when connected to a patient. The device was reported to be in use at the time of the reported problem. No patient harm reported. The customer informed the remote service engineer (rse) that there was no adverse outcome to the patient care or therapy. The customer biomedical engineer (bme) reported completing a performance verification test (pvt) which the device failed, but the bme could not find any problem with the device. The customer requested a bench evaluation of the device so the customer was provided with the bench form. The completion of service is pending the return of the bench form and reception of the device. In a good faith effort (gfe) response from the customer received on 23may2023, it was stated that the patient information was unknown. Investigation is ongoing.

Manufacturer narrative:
The replaced gas delivery system (gds) was returned to the philips product investigation lab (pil) for evaluation. The pil technician could not duplicate the error code associated with the alleged low tidal volume alarm or any other error code. However, the technician found a faulty airflow sensor on the gds. The technician verified that the suspect flow sensor assembly (fsa) in the gds failed all airflow flow accuracy testing called out in step 7 of the service manual. Through further analysis and during troubleshooting phase of the analysis, the pil tech found the reason for the airflow accuracy test failure during diagnostics testing at the pil was due to a faulty u1 on the airflow sensor portion of the fsa. With the temporary installation of the pil air flow sensor of the fsa, the pil tech verified that the gds operated as expected. D4 - product UDI number is corrected. G1 - contact information and contact office entity are updated.